Event description:
The pump was returned to a MFR's rep by a funeral home. The pt's cause of death was not reported. It was noted that the pt's death was not related to the device system. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.